Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump did not alarm no delivery. The customer stated that the drive support cap is okay. The customer stated that there are no air bubbles or leaks. The customer also tried several infusion sets. The customer was unable to do hp test because of no tubing clamps. The pump will be returned back for analysis.